Event description:
The clinical rep has just received a phone call from the cardiac catheter lab at (B)(6) that they have had two occurrences of 50 cc sensation plus iab's unfurling, rendering them unable to insert. There were no untoward events. (B)(4). Pt died on (B)(6) 2012.

Manufacturer narrative:
Product condition received. The product was returned with the membrane completely unfolded and blood found on the exterior of the catheter with the one-way valve attached. The returned one-way valve was attached to the catheter but the catheter was not under a vacuum. The extension tubing was also returned. The sheath was not returned. Product evaluation: vacuum was applied to the iab using the returned one-way valve and it held vacuum. A lab insertion test was performed using a 7fr lab sheath since the sheath was not returned for evaluation. The technician was able to successfully manually wrap and insert the balloon through the sheath. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and extension tubing was performed and no leaks were detected. A leak may impact the ability to maintain vacuum. Conclusion: the reported problem could not be duplicated during testing. A review of the device history does not indicate any lot specific issues. (B)(4).